Manufacturer narrative:
The insulin pump alarmed radio frequency pic failed self-test and lost sensor due to faulty connector on the radio frequency board. The device had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via social media and phone of a lost sensor alert and a radio frequency pic failed self-test error. Customer stated that she received the alarm while asleep. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.